Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was an abrasion on the shaft of the catheter, causing rubber fragments. The complainant reported that it looked like a knife was scraped over the edge.

Manufacturer narrative:
Received 1 opened urethral catheter with the original unit packaging. Visual inspection found an abrasion made of excess latex. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.